Event description:
Home patient (hp) reports putting new bag onto already spiked line of homechoice set while troubleshooting during an alarm situation during apd treatment. Baxter tech instructed hp to end treatment and to restart with new supplies. No pt injury or medical intervention required per hp.